Event description:
It was reported a patient alert was triggered due to right ventricular (rv) lead pacing impedance greater than 3000 ohms. It was further reported there was right atrial (ra) lead intermittent atrial undersensing. The ra lead is currently programmed to the most sensitive. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the pace/sense portion of the rv lead demonstrated an open circuit and a fracture is suspected. The pace/sense portion of the lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.